Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, a stoma culture was performed that was positive for one bacteria and one fungus. The stoma was treated with amoxicillin clavulanic and an antifungal treatment. On (B)(6) 2024, the patient's daughter stated that her mother's stoma was not improving. The stoma was being treated with silver patches and another culture was planned. The patient also had a granuloma.